Event description:
Additional information received from reporter on 13-mar-2024 for mw5114374. This is additional information to add to my initial medwatch report #mw5114374. I had to see another eye doctor on (B)(6) 2023 for the issues caused by the contact solution. I was diagnosed with an eye infection and was prescribed tobramycin/dexamethasone eye drops. The issues took quite some time to calm down but most of them eventually stopped. I now have a permanent lesion on my right lower waterline that was caused by the use of the contact solution. I no longer use opti-free puremoist or any other alcon products.

Event description:
I have been using opti free pure moist contact solution on and off for years. Over the past few months I noticed the solution smelled sort of moldy. I figured it was okay because this was a company that I trusted and I've never had issues with them so I kept using it just thinking maybe something in the formula changed. I also have been having eye issues over the past few months that have just been getting worse and now to the point that I cannot even wear my contacts. The issues I have experienced are severe redness, itchiness, watery eyes, eye swelling, eyelid swelling, dryness, discharge, pain, bumps on my waterline, blurry vision at times and just overall severe discomfort. I saw a doctor for this issue but it is still not resolved. I never used any other eye care products during this time and my contacts were the same ones I have been using for over 10 years. I started using a different contact solution yesterday but I am worried about what was in that solution and what I was putting into my eyes for the past few months. The issue is much better when not wearing contacts soaked in the solution but I'm still having problems that I did not have before. As soon as I use the solution it gets rapidly worse. I was searching the internet earlier to see if I could find anything about issues with this contact solution and I found that I am not the only one who has had issues with this solution recently. I would really like some answers as to what it was and what effects it may have caused. This is very concerning since it is something that was going into my eyes for months. I have thrown many used bottles away so I do not have a lot number for those but I do have one partially used bottle and one unopened bottle left. The lot number is 1194r, and expiration is 2025-05-31.